Manufacturer narrative:
Device details were not made available as of the date of this report. (B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery, under general anaesthesia, on (B)(6) 2018, to exchange the abutment for a longer one. During the procedure, granulation tissue was excised and the patient was administered oral and IV antibiotics.